Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the rgt syr o-rng on top of the r2 syringe block was broken. The fsr replaced the rgt syr o-rng which resolve the issue. Additionally, the sample, r1 and r2 seal tips and o-rings were also replaced. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the rgt syr o-rng did not identify any trends. A review of tracking and trending for the architect c8000 did not identify any similar issues related to the complaint issue. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and instruction for the removal, replacement, and verification of the rgt syr o-rng. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module, serial (B)(6) or the rgt syr o-rng was identified.

Event description:
The customer reported falsely decreased results generated from architect c8000. The customer provided the following data: creatinine result was 1.38 mg/dl and when repeated on another analyzer the result was 3.99 mg/dl. Previous result was 4.39 mg/dl. Customer normal range 0.72--1.25 mg/dl glucose initial result was <6 and repeat result was 120 (customer normal range: 70-105 mg/dl) per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely decreased results generated from architect c8000. The customer provided the following data: creatinine result was 1.38 mg/dl and when repeated on another analyzer the result was 3.99 mg/dl. Previous result was 4.39 mg/dl. Customer normal range 0.72--1.25 mg/dl glucose initial result was <6 and repeat result was 120 (customer normal range: 70-105 mg/dl). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.